Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a blank display fault. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1(event site telephone), g4, g7, h2, h3, h6, h10, h11. Corrected fields: d10, h6 (device codes), h10. A getinge field service engineer (fse) evaluated the iabp unit and in order to confirm the reported failure, the fse replace the power supply and crossed tested it, and confirmed that the power supply failed. To fix the issue, the fse replaced the power supply , and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a blank display fault. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.